Event description:
It was reported the patient had used their stimulation ¿some¿ in the last 20 years. The patient turned their stimulator on approximately a month prior to report, and it was ¿too strong¿ and turned up too high, so the patient turned the stimulation off. The patient was referred to their health care provider.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1992, product type: extension. Product ID: 3888-28, lot# l21144, implanted: (B)(6) 1992, product type: lead. (B)(4).